Event description:
Terumo medical received the following information: during the evt procedure, the angio-seal device was used. However, when the physician replaced the procedure sheath with the locator/insertion sheath assembly, he accidentally advanced the assembly while holding the tip of the insertion sheath. This caused the insertion sheath to become kinked. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel¿s diameter was 5 mm. Blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy.a2: age & date of birth: requested, not provided due to hospital policy.a3a: sex: requested, not provided due to hospital policy.a4: weight: requested, not provided due to hospital policy.a5: ethnicity: not provided due to hospital policy.a6: race: not provided due to hospital policy.d6a: implanted date: device was not implanted.d6b: explanted date: device was not explanted.e1: phone number: (B)(6).the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.